Event description:
A healthcare provider (hcp) reported the patient's shocking started in (B)(6) 2016. They were seen in the office on (B)(6) 2016 and the device was turned off. The cause of the issue had not been determined and the hcp was working with the manufacturing representative (rep).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that the patient was feeling a shocking sensation. The patient will be seen in the clinic next week and they will turn off the device to see if the sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.